Event description:
One person in the office is experiencing a rash on their hands while wearing latex gloves. Reporter states this irritation is occurring with co's latex gloves as well as with other brands of latex gloves. No medical intervention required. (The customer called to request literature and samples of co's non-latex gloves.)